Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of missing additive before use. The following has been provided by the initial reporter: it was reported that three tubes in the flat did not have the gel in the bottom of the tube. I am reaching out regarding an issue. We¿ve experienced with bd gold sst lot # 9095580. We¿ve encountered a flat of tubes where three tubes in the flat did not have the gel in the bottom of the tube. We are not sure if this is a known issue or if this is just a fluke on the assembly line. No gel in (3) individual tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of missing additive before use. The following has been provided by the initial reporter: it was reported that three tubes in the flat did not have the gel in the bottom of the tube. I am reaching out regarding an issue. We¿ve experienced with bd gold sst lot # 9095580. We¿ve encountered a flat of tubes where three tubes in the flat did not have the gel in the bottom of the tube. We are not sure if this is a known issue or if this is just a fluke on the assembly line. No gel in (3) individual tubes.